Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they were hospitalized due to high blood glucose and keypad anomaly on (B)(6) 2017 with blood glucose of 270 mg/dl. Customer stated that the buttons were stuck and passed out due to high blood glucose. The customer was treated with IV. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a keypad anomaly and the buttons were unresponsive. Troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime est, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08760 inches. Unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. Traces of moisture were noted at lcd assembly per visual inspection. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case.